Event description:
It was reported that a malfunction alarm occurred. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained. There was no adverse impact to customer¿s blood glucose level.